Manufacturer narrative:
(B)(6). Correction/removal report number - 3010291427-09/12/2018-001-r. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the center port at the ridge. This event occurred during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Further information was obtained that the event occurred during compounding or pharmacist check. One (1) actual device was received for evaluation filled with solution and found leaking inside a zip lock bag. Visual inspection did not identify any abnormalities that could have contributed to the reported condition after draining the solution. Functional testing observed a leak from the spike port cap at the base of the spike port tubing. The reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated. The second device was not received for evaluation; therefore, a device analysis could not be completed for that device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.